Manufacturer narrative:
The technician replaced the brake and brake/steer casters to repair the bed.

Event description:
Information received indicates the brake casters do not hold in brake and continue to swivel.